Manufacturer narrative:
Per the clinic, the patient experienced an infection at the implant site (date not reported) and was treated with antibiotics (date, type and duration not reported). The issue has resolved and the implanted device remains. This report is submitted on december 21, 2021.

Manufacturer narrative:
This report is submitted on nov 23, 2021.

Event description:
Per the clinic, the patient experienced an inflammation (treatment unknown) to the implant site which required hospitalisation. Further information is being sought from the clinic.